Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured 20.0 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/-5%). Based on the verified data hospira could not attribute the issue to the device. The device history was inadvertently not downloaded during testing and investigation; therefore, could not be utilized in the evaluation of the event. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver line b of the device. At an unspecified time, line a of the device was programmed to deliver an unspecified volume of whole blood. The patient's hemoglobin was 4 g/dl. Line b was programmed for concurrent delivery of an unspecified volume of normal saline. No specific programming parameters were provided. The customer contact indicated that after the nurse pressed the start button, only the delivery on line a began. It was reported the nurse verified the programming to be correct. A second nurse attempted to troubleshoot the issue; however, the delivery continued only on line a and no deliver was noted on line b. The device was removed from clinical service. Therapy was initiated 10 minutes later using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.